Event description:
It was reported that this device was returned for annual maintenance. There was no harm, no delay, and no medical intervention. Evaluation of this device later found that the motor speed was low. No adverse evets were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to be out of calibration and the motor speed was low. The motor, needle bearing, hinge throttle gasket, o ring, poppet spring and housing, hinge, and poppet pack were replaced and resolved the reported issue. It was noted that the unit was last returned for service in october 2019 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.